Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and found with holes on the surface of pebax sleeve; with internal parts exposed were observed. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint regarding curve inadequate was not confirmed, the root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the af+at operation, the thermocool® smart touch¿ electrophysiology catheter not deflect(to the specification). The second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported inadequate curve issue is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/8/2020, the bwi product analysis lab received the complaint device for evaluation. On 9/10/2020, visual inspection found holes on the surface of pebax sleeve with internal parts exposed. These findings were assessed as MDR reportable malfunction since the integrity of the device was compromised.